Event description:
Allegedly patient collapsed due to fracture while exiting grocery store. Moderate activity level.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00498, 00499.